Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion bladder injury, hematuria, recurrent stress urinary incontinence, mixed urinary incontinence, urethral obstruction, poking feeling, dyspareunia, an incision of the mesh and urethrolysis. A portion of mesh was removed in office.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.